Manufacturer narrative:
Concomitant medical products: sigsbchgr (sig power sigsbchgr one bay charger. Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was placed on a charger and the charging light eventually turned solid green. The handle was removed from the charger, but it did not initialize. The internal lights were flashing, but the screen didn't turn on, the motor test didn't run, and the piezo didn't sound. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: after disassembly of the device, a non-critical electrical component was found to be damaged. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: the battery data was analyzed and the battery was in a state of permanent failure. The physical battery was examined and the current interrupt device was open. The most likely cause for the additional condition is traced to a component failure. Another unreported condition was identified: contamination was observed on the device which lead to a component failure and analysis of the system logs noted a battery communication error occurred. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, while preparing, the handle would not retain charge, even if handle was updated to the latest software, rebooted and set on multiple working chargers. Another handle was then used to resolve the issue. There was nopatient involved. Pli 10: medtronic's initial evaluation of the incident is that a visual inspection of internal components revealed the current interrupt device (cid) for cell 1 was found to be open, there was contamination on the printed circuit board surrounding component u41, and the q12 transistor was damaged.